Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that 4 days after placement of the drainage catheter, the plastic hub separated from the catheter tube. The patient returned to the hospital, and the physician replaced the complaint device with another of the same type of drainage catheter. Aside from this additional procedure, there were no further injuries to the patient.